Event description:
Conmed japan reported on behalf of their customer that ias12-100lpi, airseal 12/100mm lpi port was being used during an unknown procedure on (B)(6) 2022, when it was reported, ¿during surgery, the tip of the outer tube was broken by about 1 cm. Immediately after falling off, it was retrieved, and there was no residual substance in the body.¿ the surgeon used a new air seal trocar and completed the operation with no delays or health problems. Further assessment has been sent, however, to date no other updates or information has been provided. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety. Device not yet received.

Event description:
Conmed japan reported on behalf of their customer that ias12-100lpi, airseal 12/100mm lpi port was being used during an unknown procedure on (B)(6) 2022, when it was reported, ¿during surgery, the tip of the outer tube was broken by about 1 cm. Immediately after falling off, it was retrieved, and there was no residual substance in the body.¿ the surgeon used a new air seal trocar and completed the operation with no delays or health problems. Further assessment has been sent, however, to date no other updates or information has been provided. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Reported event of ¿outer tube was broken by about 1 cm¿ is confirmed. Received one ias12-100lpi in unoriginal packaging. Lot number was not verified. Performed a visual inspection, the complaint was confirmed. The distal tip is broken, all pieces were returned with the device. A device history record cannot be conducted as a lot number was not provided. A two-year lot history review cannot be conducted as a lot number was not provided. (B)(4). Per the instructions for use, the user is advised the following: the user is advised to use extreme caution during airseal access port insertion. Improper use of this product can result in life-threatening injury to internal organs and vessels. Ensure that adequate pneumoperitoneum or pneumorectum is established; ensure that the patient is properly positioned so that organs are away from the penetration site; direct the airseal access port¿s tip away from significant vessels and organs; do not use excessive downward force. This issue will continue to be monitored through the complaint system to assure patient safety.